Event description:
The customer reported the tip cover accessory has holes on the side. No patient harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA relating to this event: 2955842-2008-01125.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found a hole in the silicone with localized melting that is indicative of arcing. The hole center is located .165 inches above the silicone to sleeve interface and is approximately .030 inches in diameter. The hole is bisected by one of the parting lines. Engineering concluded that insufficient silicone dielectric strength and repeated instrument wrist articulations likely caused arcing. High generator settings may have also contributed to arcing.